Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-11134; 2017865-2021-11135. It was reported that patient presented to an in-clinic follow-up on (B)(6) 2021 with redness and swelling related to a pocket infection. The entire implantable cardioverter defibrillator system was explanted on (B)(6) 2021. Patient was stable after the procedure.